Manufacturer narrative:
The device was received and evaluated. An internal tear was observed on the soft cannula. Fluid was observed leaving this tear. The fluid was unable to pass through the entire fluid path due to this tear. The internal tear can be confirmed as the cause of the corrosion on the pcb and mechanism rail. An external tear was also observed on the soft cannula. The timing and cause of this damage is unknown. An 0x3d alarm was generated, indicating fluid entered the device. The internal tear on the soft cannula can be confirmed as the cause for fluid leaking into the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 300 mg/dl. The pod was worn on the patient's arm for between 4 and 24 hours. As treatment, a new pod was applied.